Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to a lower anterior resection, the jaws of the device could not fully close, the cartridge was closed, but gap wider than usual occurred between the upper jaw and the lower jaw. The procedure was completed with another device. There was no patient involvement.